Manufacturer narrative:
The insulin pump received with no button response on act keypad due to flattened dome switch. Connector was inspected and locked on lcd board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was 133 mg/dl. Customer reported that the act button had no resistance and had to move thumb around that make it work. Customer reported that time advances. The device will be returned for analysis.